Event description:
It has been reported to philips that the system was not powering up, the host pc is dead. The system was not in clinical use. There was no reported patient or user harm. The field service engineer inspected the system onsite and after the host pc was replaced, the system was returned to use in good working order.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. Philips field service engineer (fse) analyzed the system onsite and verified that the system was not powering up, the host pc is dead. Upon some functional test, fse found third party engineer replaced the host pc and it requires new license file. Fse loaded the new license file. After loaded the new license file, the system was returned to use in good working order. The codes were updated based on the investigation outcome.